Event description:
The customer reported collect and return pressure dome leaks. Customer noticed air in the return line. Customer stated that purging air phase was just completed. Customer selected stop button, disconnected patient, rinsed the return line, reconnected patient, resumed treatment. Customer then realized leak from collect and return pressure dome. Customer cleaned the leak around the pressure domes.

Manufacturer narrative:
Batch record review: a review of lot file for b103 was performed. There were no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot b103 was performed. There was 1 additional complaint reported for pressure dome leaks to date for this lot at the time of investigation. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).